Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had sterile breach due to packaging adhesive failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR review was performed on the lot number 6139700: the lot number was manufacture on afa line 9 from (B)(6) 2016 thru (B)(6) 2016 packaged on packaging line 11 from (B)(6) 2016 thru (B)(6) 2016 and (B)(6) 2016 thru (B)(6) 2016. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Td 2015 ¿ 79 was in place during the packaging off this lot number. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the reported defect. Received one iag bc 20ga unit from lot number 6139700. Package was partially opened, but this is the basis of the complaint. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the bottom of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had sterile breach due to packaging adhesive falure. There was no report of exposure, serious injury or medical intervention.